Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (5 mg/ml at 1.6633 mg/day) and bupivacaine (3 mg/ml at 0.9974 mg/day) via an implantable infusion pump. It was reported that the patient had a pump replacement on 2020-feb-12 due to normal and expected battery depletion. A few days prior to the report date the patient started having "symptoms" and went to the emergency room (ER) with "withdrawal like symptoms." The patient believed that they were not getting any relief with the pump. The caller wanted to speak with the device manufacturer representative who was present at the replacement. No further complications were reported. Additional information was received from an hcp via a manufacturer representative on 2020-mar-10. It was reported that there was clear fluid leaking from the incision following pump replacement. There were no known environmental, external, or patient factors that may have led or contributed to the issue and a catheter dye study was normal. The sutureless connector was replaced, however, it was unknown if the issue was resolved. The patient's status at the time of report was alive - no injury.